Event description:
As reported by the field clinical specialist (fcs), during a jugular ttvr procedure with a 26mm sapien 3 valve in a non-edwards valve with severe regurgitation, pre- balloon with 28mm true balloon to 14 atm to resolve residual waist. A second pre bav to 16atm ruptured the 28mm true balloon, which was removed without complication. The waist prior to balloon rupture measured 25.5mm. The valve was prepped in normal fashion and delivered without complication. However, there was a lot of difficulty removing the delivery system due to the angle of the wire and the valve. Eventually the wire and delivery system was able to orient coaxial for removal but tee demonstrated an eccentric central jet in the sapien 3 valve, and it measured just under 24mm on imaging. A 26mm atlas gold was inflated to 16atm to fully expand the valve to measure ~25mm but created severe central regurgitation. A 2nd 26mm sapien 3 valve was prepped and initial delivery lost lundquist wire due to difficulty crossing the 1st sapien 3 valve. The valve was removed through the 26fr gore and a super stiff wire was advanced instead. Sapien 3 valve was crossed without complication on re-attempt and deployed with +3cc to overlap the original s3. Upon removal of the wire, no central regurgitation was noted and case deemed a success.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Tricuspid valve replacement using the sapien 3 thv is not an indicated use at the time of implantation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The reported event for central regurgitation was confirmed empirically based on report by the fcs (field clinical specialist). Available information suggests procedural factors (under-expanded thv, post-dilation) likely contributed to the event as reported. Deploying the valve using less than the prescribed volume may result in the inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, the shape of existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.